Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one of the halves of the force bipolar instrument came off, it fell apart and fell inside the patient's anatomy. The fragment was retrieved with a backup instrument during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product associated with this complaint to perform failure analysis (fa). The force bipolar instrument has been returned and evaluated. Fa investigation confirmed and replicated the customer reported complaint. During visual inspection the instrument was found to have a broken grip that was completely detached from the base. As a result of the breakage, the conductor wire of the grip was broken too. The broken piece was not returned with the instrument.